Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-mar-2020. It was reported crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported. However, returned device analysis revealed stent damage.